Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 for high blood glucose. The customer reported the cannulas on the infusion sets were bent, causing the customer to have high blood glucose. The customer's blood glucose was 781 mg/dl at the time of the hospitalization. The customer stated the insulin pump was disconnected from their body once they were admitted into the hospital. The customer declined to return the insulin pump for analysis.